Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer's blood glucose was over 400 mg/dl at the time of the incident. The customer¿s current blood glucose was 201 mg/dl. The customer also gad symptoms like nausea. Customer reported that her blood sugar went to below 60 mg/dl and that she treated by drinking a soda. Customer did not allege pump was under delivering. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.